Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd integra syringe needle was pulled out of the hub. The following information was provided by the initial reporter: "came apart during normal use". "I use your syringes with an expensive antioxidant /b-12 complex and have had multiple issues with this particular batch of syringes. I took a photo this last time-it is causing unnecessary additional injections and wasting my 'medicine'. I would like to be compensated in some way for the loss. Thank you."

Manufacturer narrative:
Pr (B)(4): follow up MDR for device evaluation. Two photos were provided. They show a needle assembly injected into a human body. It is disassembled from the syringe. It is not shown that the needle was pulled out of the needle hub; what it shows is the needle assembly disassembled from the syringe. No other information can be obtained from the photos. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. With no actual sample analysis, a probable root cause could not be offered. A device history record review was completed for provided lot number 1152520 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.